Event description:
It was reported that during a gastric sleeve procedure; the device did not have a complete staple line on one side. It is not known how the procedure was completed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the staples formed properly? Did the device deliver a cut line? If yes, was the cut line complete? Were any issues noted with the cut line such as irregular cut, jagged cut, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Were any of the forces higher or lower than expected (closing or opening)? Was there a quality issue with the er320 reported on the form? If yes, please provide details about what happened?